Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-06670. It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with in stent restenosis. The index procedure info was not provided. Restenosis of the 3rd obtuse marginal branch and the mid left anterior descending artery was confirmed and a target lesion revascularization was performed. Per the physician, the event was "possibly" related to the study stent. Additional attempts for info were made.